Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem clinical support informed customer that insulin should be at room temperature before filling a cartridge and educated the customer to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.